Event description:
A female underwent aaa repair in 2004. One zenith main body graft and one iliac leg graft were placed as well as two components of another manufacturer. Post-op images showed a proximal type I endoleak. About 5 days later, the patient underwent an additional procedure. Another manufacturer's stent graft was placed to repair the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Evaluation: no product was returned to assist with our investigation. An internal clinical review indicated that the event was the result of patient anatomy and/or incorrect sizing and planning.